Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received (B)(4). Failure (event) observed during analysis. Final analysis found a battery anomaly.

Event description:
It was reported that on (B)(6) 2012, an asymptomatic patient was presented in clinic for a routine follow-up. The implantable loop recorder was found in backup mode, and was successfully reprogrammed. During a follow-up on (B)(6) 2012, the recorder was again found in backup mode. The recorder was explanted and replaced on (B)(6) 2012.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.

Event description:
This report is to advise of an event observed during analysis.